Event description:
User states they had nine patient samples with an erroneous creatinine results. Seven of these were considered discrepant. All samples were repeated on another analyzer at the site. All results are in mg per dl. Sample 1: original result was 2.7, repeat result was 0.9. The repeat result from the other analyzer was reported.

Event description:
User states they had nine patient samples with an erroneous creatinine results. Seven of these were considered discrepant. All samples were repeated on another analyzer at the site. All results are in mg per dl. Sample 7: original result was 2.1, repeat result was 0.9. The repeat result from the other analyzer was reported.

Event description:
User states they had nine patient samples with an erroneous creatinine results. Seven of these were considered discrepant. All samples were repeated on another analyzer at the site. All results are in mg per dl. Sample 6: original result was 2.1, repeat result was 1.6. The repeat result from the other analyzer was reported.

Event description:
User states they had nine patient samples with an erroneous creatinine results. Seven of these were considered discrepant. All samples were repeated on another analyzer at the site. All results are in mg per dl. Sample 5: original result was 1.5, repeat result was 0.8. The repeat result from the other analyzer was reported.

Event description:
User states they had nine patient samples with an erroneous creatinine results. Seven of these were considered discrepant. All samples were repeated on another analyzer at the site. All results are in mg per dl. Sample 2: original result was 1.5, repeat result was 0.9. The repeat result from the other analyzer was reported.

Event description:
User states they had nine patient samples with an erroneous creatinine results. Seven of these were considered discrepant. All samples were repeated on another analyzer at the site. All results are in mg per dl. Sample 4: original result was 2.0, repeat result was 0.9. The repeat result from the other analyzer was reported.

Event description:
User states they had nine patient samples with an erroneous creatinine results. Seven of these were considered discrepant. All samples were repeated on another analyzer at the site. All results are in mg per dl. Sample 3: original result was 1.9, repeat result was 0.5. The repeat result from the other analyzer was reported.

Manufacturer narrative:
The field service rep determined there was a fluidics failure and replaced the chain cables and the degasser, a checktest, calibration and qc was performed the verify performance of the analyzer with results in accordance with stated specifications.

Manufacturer narrative:
The field service rep determined there was a fluidics failure and replaced the chain cables and the degasser, a checktest, calibration and qc was performed the verify performance of the analyzer with results in accordance with stated specifications.

Manufacturer narrative:
The field service rep determined there was a fluidics failure and replaced the chain cables and the degasser, a checktest, calibration and qc was performed the verify performance of the analyzer with results in accordance with stated specifications.

Manufacturer narrative:
The field service rep determined there was a fluidics failure and replaced the chain cables and the degasser, a checktest, calibration and qc was performed the verify performance of the analyzer with results in accordance with stated specifications.

Manufacturer narrative:
The field service rep determined there was a fluidics failure and replaced the chain cables and the degasser, a checktest, calibration and qc was performed, the verify performance of the analyzer with results in accordance with stated specifications.

Manufacturer narrative:
The field service rep determined there was a fluidics failure and replaced the chain cables and the degasser, a checktest, calibration and qc was performed the verify performance of the analyzer with results in accordance with stated specifications.

Manufacturer narrative:
The field service rep determined there was a fluidics failure and replaced the chain cables and the degasser, a checktest, calibration and qc was performed the verify performance of the analyzer with results in accordance with stated specifications.